Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that a low defibrillatory impedance was observed on the right ventricular (rv) lead. The patient was pending a potential rv lead revision. The patient was stable.

Event description:
New information received notes noise leading to oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: section d9 "date returned to manufacturer" should have been "nov 14, 2024" not "jan 14, 2025"

Manufacturer narrative:
Correction b5: the initial b5 report noted the right ventricular (rv) lead's defibrillatory impedance was low but it should have been noted as high.

Event description:
The right ventricular (rv) lead's defibrillatory impedance prior to the procedure was high not low.

Manufacturer narrative:
Correction: section h6: first component code corrected from "473 - insulation" to "761 - coil'.

Manufacturer narrative:
Correction: section h6 - analysis component code correction " coil" to "lead conductor".

Manufacturer narrative:
The reported events of high defib impedance and noise were confirmed. As received, a partial lead (only distal portion) was returned in one piece. Destructive analysis found two internal insulation abrasions breaching the ring electrode and right ventricular cable lumens underneath the right ventricular shock coil with the inner coil lumen found abraded and one of the ring electrode ethylene tetrafluoroethylene (etfe) coatings found abraded and broken/ separated in this region. Electrical testing did not find any indication of conductor fractures however an internal short was noted between the ring electrode and right ventricular cables. The cause of the reported events was due to internal insulation abrasion underneath the right ventricular shock coil.